Event description:
Dealer advised spoke broken on wheel out of box.

Manufacturer narrative:
Rework all stock in warehouse, no defective production was found. Responsible person: (B)(4). Date: (B)(4) 2015. Make impact test on the spokes, make sure wheel pass the test. Responsible person: (B)(4). Dated: (B)(4) 2015. Strictly control the quality of production from injection molding workshop, make sure the wheel meet the material requirements. Responsible person: (B)(4). Date: (B)(4) 2015.